Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is based on the customer¿s report of the event occurred ¿beginning of january¿. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to pc" message was displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced symptoms described as dizziness, weakness and was treated with sugared juices, and sometimes glucagon injection provided by their parents. There was no report of death or permanent injury associated with this event.